Event description:
Pt was admitted for severe dupuytren contracture of the right hand. During the procedure, the surgeon was retracting tissue with a single hook instrument and the tip fractured. The tip was recovered. Later, during the dsame case, the surgeon was using a double hook instrument and its tip broke. A search using a magnet was conducted with no success. X-rays were ordered to confirm absense of a foreign body.